Event description:
A malfunction was reported on the pump by the customer, though no significant events preceded the issue. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer with the procedure, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction code appeared again.